Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error e226 during an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customers allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged and the protector of the video cable section was cut. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure (due to broken video cable, error 226 occurred). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an error e226 during an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the legal manufacturer's investigation and a correction. Updated fields: b5, h2, h6-investigation findings: updated with c19, h6-investigation conclusions: updated with d02, d15, h11. Corrected fields: d3, d4, g1, h6-investigation conclusions: remove d1101. In addition, the following reportable malfunction was identified during the device evaluation: the video cable is broken should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.